Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine punctures") and device dislocation ("malposition of essure device,") in a 43-year-old female patient who had essure (batch no. 959217) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no other problems and urine leakage. Concurrent conditions included body mass index normal, menorrhagia, excessive menstruation (excessive or frequent menstruation,), genital bleeding (from female genital tract.), urinary incontinence, endometrial ablation, abdominal cramps, micturition burning, pelvic mass, abdominal mass, nabothian cyst and adenomyosis. In november 2012, the patient had essure inserted. In november 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2013, the patient experienced hormone level abnormal ("hormonal changes,"). In november 2013, the patient experienced pelvic pain ("chronic pelvic pain/pain") and abdominal pain lower ("cramping"). On (B)(6) 2017, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition."). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraine"), headache ("headache") and nausea ("nausea"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, pelvic pain, hormone level abnormal, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, abdominal pain lower, headache and nausea outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, migraine, nausea, pelvic pain, urinary tract disorder and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. On 18-feb-2013, hysterosalpingogram tast that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Appropriate position of essure devices with bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-aug-2018: quality-safety evaluation of ptc(product technical complaint) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine punctures") and device dislocation ("malposition of essure device,") in a 43-year-old female patient who had essure (batch no. 959217) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no other problems and urine leakage. Concurrent conditions included body mass index, menorrhagia, excessive menstruation (excessive or frequent menstruation,), genital bleeding (from female genital tract.), urinary incontinence, endometrial ablation, abdominal cramps, urination pain, swelling of face, abdominal mass, nabothian cyst and adenomyosis. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2013, the patient experienced hormone level abnormal ("hormonal changes,"). In (B)(6) 2013, the patient experienced pelvic pain ("chronic pelvic pain/pain") and abdominal pain lower ("cramping"). On (B)(6) 2017, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition."). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraine"), headache ("headache") and nausea ("nausea"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, pelvic pain, hormone level abnormal, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, abdominal pain lower, headache and nausea outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, migraine, nausea, pelvic pain, urinary tract disorder and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. On (B)(6) 2013, hysterosalpingogram tast that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Appropriate position of essure devices with bilateral tubal occlusion. Most recent follow-up information incorporated above includes: on 17-jul-2018: plaintiff fact sheet and mr revived, new reporter, patient demographic information, lab data,relevant information essure indication, start and lot number and events hormonal changes, malposition of essure device, bladder or urinary problems or changes, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),), fatigue, perforation (uterus),gastrointestinal or digestive system condition, cramping, migraine, headache and nausea were added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine punctures") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and uterine perforation to be related to essure. Diagnostic results: on (B)(6) 2013, hysterosalpingogram tast that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.